Event description:
It was reported that air bubbles were observed within the cartridge. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Customer primed the tubing to address the issue.